Event description:
Consumer reports using syringe and needle broke off under skin. Went to physician to have it removed but the procedure was unsuccessful.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history check as lot number is unknown. Will continue to monitor on monthly trend reports.